Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of ketones.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was admitted to the hospital due to flu-like symptoms and ketones. Patient's mother reported that on (B)(6) 2016, the patient had the flu and on (B)(6) 2016, the patient was brought to the hospital for their continued flu symptoms. While at the hospital, the patient was presented with ketones. The patient was put on an IV of insulin and was also given potassium. The patient was kept in the intensive care unit (ICU) and was released from the hospital on sunday, (B)(6) 2016. At the time of contact, the patient was doing well. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.